Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal feeding tube (j-tube) was being used to administer medication for advanced stage parkinson's disease. The procedure date was (B)(6) 2012. According to the complainant, on (B)(6) 2012, it was noticed that the extremity of the j-tube was kinked. The device is expected to be replaced. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect upn and device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.